Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed during use with the oscillating saw attachment. The device could then be heard beeping and seen struggling to turn properly. Additional clinical f/u indicated there was no reported of surgical delay or pt injury associated with the event.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u up medwatch will be submitted once the investigation is complete.